Event description:
During a laparoscopic assisted vaginal hysterectomy a device was used from a ft050 tray. Trigger broke when it was squeezed. A device was opened and the trigger broke in the same manner. There was no consequence to the pt. Devices were discarded. The sales rep requested the hosp save devices in the future for analysis.